Event description:
Customer alleging discrepant high d-dimer with triage d-dimer lot t15762n for a 13 y/o female patient. Symptoms: passed out, hip pain. Diagnosis: possible fracture of right ilium diagnosed by CT. Treatment: vascular doppler of lower extremity - non-invasive. Patient not admitted, patient discharged. No adverse outcome. No relevant medical history of patient was provided. Sample type: k2 edta whole blood.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retained devices of triage d-dimer lot t15762n. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors. No issues with d-dimer recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency or no corrective action is required.